Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to moisture damage on the force sensor resistor. The insulin pump passed the basic occlusion and displacement tests. The occlusion and excessive no delivery alarm tests could not be performed due to the prime anomaly. A cracked reservoir tube lip, a cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
It was reported that the customer was hospitalized while wearing the insulin pump. Her blood glucose level was greater than 451 mg/dl at the time of hospitalization. The customer's symptoms included severe nausea and vomiting along with high blood glucose levels prior to being admitted. The customer was treated with an intravenous insulin drip. The patient's nurse called for assistance in shutting off the insulin pump. No additional information was provided.